Event description:
It was reported that part number 71674067 lot 11jsp0007 threads broke and isn't capturing the screw head. On a primary procedure, 2-3 minute delay with back up available. No harm to patient.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of the threads were fractured off the end of the retaining rod and would not engage a mating part as intended. The missing section was not returned. The device was manufactured in 2007 and 2011 and shows signs of significant wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.